Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: white particles. A leak test was performed and was found one opening. A microscopic analysis identified: a curved striated opening on anterior side assessed as surgical damage, partial delamination of diaphragm flange disk shell assessed as adhesive failure and a curved sharp opening on fill channel assessed as unidentified(tear) opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage, a sharp opening assessed as unidentified(tear) opening, and a partial delamination of the valve (adhesive failure). Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.